Manufacturer narrative:
On (B)(6) 2013, the reporter claimed the animas insulin pump has an issue with the max total daily dose. According to the reporter, the total daily max of (B)(4) units is exceeding. The issue was resolved with training. There was no reported patient impact associated with this complaint. Hence, this complaint is ruled out.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter claimed the animas insulin pump has an issue with the max total daily dose. According to the reporter, the total daily max of 40 units is exceeding. The issue was not resolved at the time. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the inaccurate total daily max issue.